Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there are scratches on the screen making it a challenge to see. Customer's blood glucose at the time of the incident was 353 mg/dl. Customer also mention that last week her quick set disconnected at the quick release. Customer reported that she was disconnected for about three hours without knowing and ended up going into diabetic ketoacidosis (dka). She was able to correct blood glucose with manual injections. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced at the customer's request.

Manufacturer narrative:
Findings: unit was received with normal operating currents. Also passed self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms and any sensor alarm noted during testing. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.